Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a lower reading on the adc freestyle libre sensor compared to an hcp and competitor meter. On (B)(6) 2018 at 4 p.m., customer experienced symptoms of sweating, disorientation and subsequently lost consciousness. The customer had contact with an hcp at 5:15 p.m., who obtained a reading of 151 mg/dl on the hcp meter compared to a reading of 97 mg/dl obtained on the sensor with the trend arrow diagonally downward. Customer was diagnosed with hyperglycemia and treated with an unspecified "shot", IV, tylenol and aspirin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. A DHR (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported receiving a lower reading on the adc freestyle libre sensor compared to an hcp and competitor meter. On (B)(6) 2018 at 4 p.m., customer experienced symptoms of sweating, disorientation and subsequently lost consciousness. The customer had contact with an hcp at 5:15 p.m., who obtained a reading of 151 mg/dl on the hcp meter compared to a reading of 97 mg/dl obtained on the sensor with the trend arrow diagonally downward. Customer was diagnosed with hyperglycemia and treated with an unspecified "shot", IV, tylenol and aspirin. There was no report of death or permanent impairment associated with this event.